Event description:
On (B)(6) 2014, a pharmacist contacted lifescan USA, alleging an unknown issue with a customer's meter. The meter 'doesn't work'. No further details were obtained. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.